Event description:
The hcp reported that the pt developed pain and redness at the device pocket and lead track. Cultures were obtained - organism unk. The pt was treated with oral antibiotics and removal of the device system. The infection was reported to be resolving.